Manufacturer narrative:
No blank display anomaly noted. The pump was received with a constant white solid lcd due to a shorted component. The pump also had a cracked reservoir tube lip, a scratched case, and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The patient's blood glucose level was unknown at the time of the call. The customer stated that the insulin pump fell on the floor. The customer mentioned that it was impossible to restart the device. The customer did not return the product back for analysis.